Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a q-syte closed luer access device had a septum lift at the rim during use. The following was reported by the initial reporter: "this is a report about a damaged septum of q-syte. According to the customer's report, when the hcp checked the product during use, the adhesion to polycarbonate was coming off and was found to be partly damaged. The hcp thus stopped the affected product."

Event description:
It was reported that a q-syte closed luer access device had a septum lift at the rim during use. The following was reported by the initial reporter: "this is a report about a damaged septum of q-syte. According to the customer's report, when the hcp checked the product during use, the adhesion to polycarbonate was coming off and was found to be partly damaged. The hcp thus stopped the affected product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. During the initial visual examination, it was observed that the septum top body had tears and was lifted from the top body. The reported defect was confirmed. During manufacturing, tear(s) at the top and/or bottom disk can be caused due to damaged or dull or misaligned blade during manufacturing. Quality checks and leak tests are performed regularly to mitigate occurrence of this defects. The unit was microscopically inspected and found to have no voids in adhesive residue on the top disk and body indicating the device had a sufficient bond at time of manufacture. A pushed in septum may occur due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Controlled checks for bond strength and septum damage are performed at regular intervals to mitigate the risk from this defect. Although the reported issue was confirmed, bd was unable to determine a definite root cause since the device had been opened. A device history record review could not be performed as the lot number is unknown.